Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the kinks in the tubing. The customer declined to troubleshoot. The customer also mentioned that they had high blood glucose from 400 mg/dl to 500 mg/dl. They declined troubleshooting for the high blood glucose. The device will not return for analysis.